Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. The event of "severe swelling" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended.

Event description:
Healthcare professional reported: patient was injected with juvéderm® volbella¿ with lidocaine in the tear trough, and juvéderm® voluma¿ with lidocaine. 6-8 weeks later, patient presented with "severe swelling". Patient was treated with prednisolone, ciprofloxacin, and hyason. Symptoms resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2017-01223 (allergan complaint #(B)(4)). This is the first MDR submitted for the first suspect product, juvéderm® volbella¿ with lidocaine.

Event description:
Symptoms were located at the tear duct and lips.